Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury. (See scanned page).

Event description:
Reporter indicated his dell x5 handheld computer did not hold its charge as long as it should have. He stated that he always keeps it plugged in when not in use, and when he unplugs it, it usually lasts for many hours. This time, however, it held its charge for less than 2 hours which is unusual. Product has been returned to manufacturer, but product analysis is pending.